Manufacturer narrative:
Pc-(B)(4). Date sent: 8/15/2023 additional information was obtained: lot_batch_numbers: p30223p24 date_of_incident: 7/13/2023

Event description:
It was reported that during a laparoscopy when the surgeon used the device inside the patient they heard an error sound from the generator. When the surgeon examined the surgical field they noticed that the bottom jaw of the shears had broken off inside the body cavity. The handpiece was then removed from the surgical and sterile field. An x-ray was performed. After multiple extensive searches, the bottom jaw was found and removed from the surgical and sterile field.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states byb. Braun medical, inc.